Event description:
It has been reported to philips that the system stuck at 00:00. No harm to the patient has been reported to philips. The available information does not indicate whether the device was in clinical use. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system stuck at 00. Fse identified grabber card error with the flexvision pc. The fse replaced flexvision pc. After replacement of flexvision pc system was returned to use in good working order. The codes were updated based on the investigation outcome.